Event description:
It was reported that revision surgery was required due to a disassociation of the femoral head from the liner. The pt had to use the restroom and the attendant swung pt around across the bed. Pt's hip dislocated at that time. The resident attempted a closed reduction and subsequently noted that the femoral head had disassociated from the liner.